Event description:
In 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter was giving error messages of lo2, lo4, and lo5. On 01/15/2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient manages her diabetes with insulin- no adjustments. The alleged error message began on event date at 7 am and was unable to obtain her blood glucose. The patient thought that her blood glucose reading may have been low but was not sure. As a result of the error messages she obtained, the patient did not take her usual dose of insulin at the time of concern. Thirty to forty five minutes later, the patient reportedly developed symptoms of "sweaty, clammy, and weak." The patient administered self-treatment with food/drink and felt better soon after. At 9:56 am, the patient obtained a blood glucose reading of "216 mg/dl" on the subject meter. During troubleshooting, the customer care advocate was able to resolve the patient's product issue. This complaint is being reported because the patient claimed that she had symptoms that can be associated with hypoglycemia 30-45 minutes after the patient allegedly was not able to test her blood glucose due to the alleged product issue. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.